Event description:
Ous MDR: after an implantation time of about 29 months, it was reported that the pacemaker could not be interrogated. On the 24th holter, intermittent pacing pauses of three seconds were detected.

Manufacturer narrative:
Ous MDR. The visual inspection revealed burn marks on the pacemaker housing that were most likely caused by an hf-surgery tool. An interrogation of the pacemaker was not successful. The pacemaker was shipped to the manufacturer of the electronic module and was subsequently analyzed destructively. A measurement of the battery was performed, which confirmed that the battery found to be depleted. The analysis identified a damaged integrated circuit as the root cause for the clinical observation. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. The pacemaker was fully functional during the production at biotronik. In summary, the analysis identified a damaged integrated circuit as the root cause for the clinical observation. Burn marks from hf-surgery tools were noted. External influences caused by hf-surgery should be taken into consideration as a root cause for the damaged integrated circuit. This assumption is underlined by the fact that the pacemaker was fully functional during production at biotronik.